Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "high frequency (hf) cable torn off." Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or conductor wire insulation damage were observed. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021 , confirmed a fenestrated bipolar forceps (fbf) instrument (pn# 470205 -17/lot #n13200330-0128) was exchanged out with another fbf (pn# 471205 -17/lot #n11210125-0366) during a partial nephrectomy procedure. The fbf instrument has 10 lives allotted to it. There are 2 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps high frequency (hf) cable was torn off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the reporter to obtain additional information. However, as of the date of this report, no further details have been obtained.